Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. The customer has discarded the tube. No analysis or conclusions can be made without the device or the lot number. Note: the damage occurred after the device was inserted in the patient. It is not known if the user pre tested the tube per the manufactures directions for use prior to insertion. Manufacturing quality controls, tests and inspections are in place so that any nonconforming or damaged product as described in this report does not escape the inspection process.

Event description:
The caller reported that the tube's flange broke while in the patient. The failure occurred on monday (B)(6) and there was no patient harm. The caller stated that the patient had to be recannulated due to the issue. And received another perc tube. He did not know how long the original trach was in use, and he did not have a lot number for the tube.